Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: customer returned (19) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the flow check fails, and the non-patient end (npe) needle is missing. The samples were examined, and it was observed that 3 pen needles featured a broken npe cannula, and 16 pen needles featured a bent npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged or that the npe cannula was missing. Since all 19 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.

Event description:
It was reported that 16 bd nano¿ 2nd gen pen needles flow check failed the following information was provided by the initial reporter: consumer reported first noticed flow check fails.

Event description:
It was reported that 16 bd nano¿ 2nd gen pen needles flow check failed the following information was provided by the initial reporter: consumer reported first noticed flow check fails.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.